Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Customer reported receiving a high reading on their adc blood glucose meter. Customer reported receiving a reading of 145 mg/dl during "the last week of (B)(6)" which was higher than a laboratory reading of 35 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on their adc blood glucose meter. Customer reported receiving a reading of 145 mg/dl during "the last week of august" which was higher than a laboratory reading of 35 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.